Event description:
It was reported that a versacross connect access solution for faradrive was selected for use. It was mentioned that the dilator was prepared as usual and no damage was noted to the box. However, when the versacross dilator was flushed, the ns (normal saline) was not properly coming out of tip of dilator. When inspected, tip of dilator had a fragment missing from the tip. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported.